Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred an error after the installation of new software. The programmer will be returned for service. There was no patient involvement or complications reported as a result of this event.